Manufacturer narrative:
The insulin pump alarmed during the prime test due to loose drive support disk.

Event description:
It was reported that the insulin pump alarmed during the manual prime process. Advised customer that the insulin pump will be replaced. Nothing further reported.